Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. Patient's mother stated that the skin reaction was a staph infection with reddened skin, located at the site of sensor insertion. On (B)(6) 2016, the patient was taken to the hospital. A culture of the infected site was taken and confirmed the staph infection. The patient was given an antibiotic shot to treat the infection. Patient was also prescribed flonase to treat the insertion site. Affected area was treated with the prescribed antibiotic and flonase. At the time of contact, the skin on the patient's arm was still reddened and scabby. No additional event or patient information was provided. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. Additionally, the patient using the device is under two years old. Labeling indicates: the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes.